Manufacturer narrative:
There was no patient injury. However, blood was coming from the sides of the needle before the needle was split. The catheter would not advance through needle as it kept falling out of the sides. The device history records and inspection records were reviewed for the finished packaged lot, the lots related to the finished catheter assembly, and the lots related to the molding of the hub onto the catheter. No discrepancies were found in any of the records. The returned needle was split on both sides. The split was along both sides, and the plastic was not connected along the top of the needle. It did not appear that the split was caused by a molding defect. Although a definitive root cause was not determined, it is possible that the split was caused by handling either during the packaging of the device or in the field by the user. It is possible that the wings were compressed during handling of the device before use (for example, if the needle was picked up by the wings.) There was no patient injury. A second needle was used from the same lot number and this catheter was able to be advanced.

Event description:
When the needle was inserted, the blood was coming out the sides as the needle was already split the length of the plastic. Catheter would not advance through needle as it kept falling out of the sides. A second needle was used from the same lot number but this catheter was able to be advanced.